Event description:
On (B)(6) 2012, customer reported that the dxc 600i generated one occurrence of a non-reproducible false positive accutni result for one patient. The result was not reported outside the laboratory. Customer stated that the sample was repeated on another access 2 instrument because the sample was elevated and did not match the patient history. This result was reported. Customer did not report any effect to the patient attributed or connected to this event. Customer also reported that a field service engineer (fse) had been onsite (B)(4) 2012 to address an erroneous troponin accutni result (see MDR 2122870-2012-01212). Additionally, the customer experienced two other separate events for this instrument in (B)(6); see MDR 2122870-2012-01211 and MDR 2122870-2012-01234. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and performed hardware repairs and preventive maintenance. Fse verified that mixer speed, temperatures, alignments and ultrasonics were within specifications. Fse performed aspirate probe volume check. Fse replaced aspirate probe #1 and the tubing because it was aspirating slower than probes #2 and #3. Fse performed a system check and high sensitivity system check, and the system checks showed all parameters passing within specifications. Fse performed testing to verify accutni precision, and the precision of the accutni assay was verified as meeting published specifications. No additional hardware problems were found. System verified as performing to published performance specifications.